Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 40mm x32mm, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuos and severely calcified right coronary artery. After a 7f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with nc emerge 3.0 x15 resulting to 80% residual stenosis. Following pre-dilation, a 32 x 3.50 rebel stent was advanced for treatment. However, during the procedure, it was noted that the stent could not cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR.: returned product consisted of a rebel bms stented catheter. The balloon was loosely folded. The stent was secured on the balloon. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks along the catheter. The proximal and distal ends of the stent are damaged/stretched. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 40mm x32mm, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and severely calcified right coronary artery. After a 7f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with nc emerge 3.0 x15 resulting to 80% residual stenosis. Following pre-dilation, a 32 x 3.50 rebel stent was advanced for treatment. However, during the procedure, it was noted that the stent could not cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.